Event description:
On (B)(6), 2013 it was reported that the explanted generator would not be returned for product analysis as the hospital discarded it.although surgery to replace the leads is likely, it has not occurred to date.

Event description:
On (B)(6) 2013 it was reported that the vns patient had a generator replacement on (B)(6), 2013 due to end of service. However upon running diagnostics with the new generator, high impedance was noted. The lead pin was re-inserted and high impedance was still observed. The hospital did not have back-up product, so the lead was not replaced. Although surgery is likely, it has not occurred to date. It was later stated that diagnostics were performed on (B)(6) 2013 and high impedance was still observed. X-rays were not taken as the neurosurgeon visually confirmed that a piece of the lead insulation was broken when he implanted the new generator. It was reported that patient manipulation most likely occurred. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.